Manufacturer narrative:
(B)(4).

Event description:
Procedure: esophagogastrectomy. According to the reporter: the surgeon found that part of the stomach and esophagus was not fully anastomosed when examining. Later, the surgeon unpacked another new device and completed the operation. The current condition of the patient is not bad, and no other damage occurred. Medical intervention not required. No re-intubation or re-cannulation necessary. The case was extended by more than 30 minutes. The product was not tested prior to use.

Manufacturer narrative:
(B)(4).